Manufacturer narrative:
The colonoscope was returned to the authorized repair facility for evaluation. It was determined that images were lost whenever the endoscope was angulated. This indicates that the malfunction arises due to an internal wiring fault with the ccd harness.

Event description:
It was reported that, during a colonoscopy, the displayed images were lost whenever the user pressed the video button on the endoscope, obscuring anatomical visualization. No injury or other adverse health consequence to the patient was reported.